Event description:
The customer reported the following: following surgery, infection suspected, although later confirmed as being negative.

Manufacturer narrative:
Suspected root causes: based on the info provided, the description of events and absence of infection sounds consistent with migration of genex putty. This is a potential risk when used in uncontained defects. Genex putty is indicated to be gently packed into voids or defects of the skeletal system and is seldom used in lateral gutters as the area can be quite bloody and the putty not well contained. The surgeon had not used the product before and may have been unfamiliar with the recommended use. The pt has been discharged and returned home.